Event description:
The customer reported smoke was coming from the top of their sterrad 100nx and immediately cancelled the cycle. There were no human reactions due to this event. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, and the failure mode effects analysis. The DHR (device history review) for sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. The fmea (failure mode effects analysis) scores for the failure of this part are considered low risk. The shuma (system hazard use misuse analysis) relating to haze / oil mist was considered "as low as reasonably practicable" (alarp). There were no parts returned for investigation of the report of unit emitting smoke / haze.

Manufacturer narrative:
An asp fse assessed the unit onsite. He found the bolt that holds the oil mist filter in place inside the oil mist filter canister to be off and replaced it. He tested the unit and was unable to reproduce the smoke/oil mist. The unit meets the manufacture's specifications.